Event description:
The customer opened his new contour next ez kit and found the cap open on the sample bottle of test strips. No adverse events were alleged. The strips were discarded. Replacement test strips were sent to the customer.